Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a damaged lancet holder issue with her one touch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 8 am. She stated that she manages her diabetes with pills, diet and /or exercise and due to the alleged issue she denied making any changes to her usual diabetes treatment. The patient claimed about 'one and a half' hour later after the alleged issue began, she felt 'shaky and sweaty'. She denied receiving any form of medical treatment in response to her symptoms. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011)-device evaluation: the lay user/patient's lancing device has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the lancing device involved with this complaint failed testing. The lancet holder cup was damaged. Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.